Event description:
It was reported by the physician, that following a percutaneous procedure, an angio-seal sts plus device was deployed at the femoral arteriotomy. One week later the pt returned complaining of a cold foot and leg. A femoral angiogram was performed and a clot was diagnosed in the popliteal area. A thrombolysis procedure was performed and the clot was treated overnight with thrombolytics. The pt underwent surgical intervention the next day. As reported by the physician, the clot was removed and inside the clot, suture was attached to a piece of tissue. The blood flow was restored and the pt was reported to be doing fine. Two yrs later, the pt stated he has suffered foot pain since the initial procedure.

Manufacturer narrative:
No product was returned for eval. Review of the lot history and device history records were not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.